Event description:
It was observed that during the device evaluation, there was rust found inside the subject device's light guide glass. There was no patient involvement

Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.